Manufacturer narrative:
Intermittent motor error during the rewind due to corroded motor home switch. Unit received with cracked battery tube threads and belt clip slot. Unit received with minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 176 mg/dl. Troubleshooting was performed. The device was returned for analysis.